Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-05037. It was reported following a revision surgery(ref. MFR. Report#1627487-2018-04009), the patient experienced discomfort in the kidney area. As a result, the physician opted to explant both leads and implant 2 new leads to address the issue. Reportedly, during the removal, a lead fracture occurred with the l3 lead which was subsequently explanted.(reference MFR. Report#1627487-2018-05053) . Follow-up effective therapy was achieved postoperatively and the issue has since resolved.